Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:09. This event occurred upon power up; however, it was unknown in which care area this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:09 was confirmed, but not duplicated during device evaluation. This condition was caused by a defective pump head module (phm). The phm was replaced to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of fc 814:09?. A device history review was performed with no exceptions found during manufacturing.